Event description:
Customer reported accu tni (troponin I) test results were not reproducible when using the unicel dxi 800 access immunoassay system. Twenty samples were tested for troponin on (B)(6) 2008, of which eight of the twenty samples were not reproducible. Test results were reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The customer performed reflex (repeat) testing for samples with initial troponin results between 0.06 and 0.05 ng/ml four levels of controls are run daily. Controls were within range. On (B)(6) 2008, the field service engineer performed a hardware verification on the analyzer. No issues identified. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.